Event description:
Information was received regarding a cadd administration set. It was reported that the pump in use gave an air-in line" alarm. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.